Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient reported "my unit I think is not working right and about the time it started not working right had very severe abdominal reactions" meaning severe diarrhea. The patient was asked to describe in what way the ins was not working and the patient had a difficult time describing the problems but stated the following: the batteries were both charged up the way they were supposed to but one of them is never used it just sits wherever it is. The patient then stated "it seems that this thing is working but I don't think its doing anything". The patient said their pain was back where it was beforehand, and it didn't seem like they were getting pain relief. The patient said they increased the stimulation to 3.8 and they couldn't feel it. The patient said they will follow-up with their healthcare professional. No further complications were reported.